Event description:
It was reported that the endowrist prograsp forceps instrument has a broken cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable derailed at the distal idler pulley. The grips can still open and close, however, the movement is not precise. Engineering also observed multiple deep scratches on areas extending approximately 3.25 inches from the main tube to proximal clevis intersection. The scratches range in size from .037 inches by .212 inches, .130 inches by .175 inches. .177 inches by .240 inches and .148 inches to .219 inches. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.